Event description:
It was reported that a malfunction occurred with the pump. The customer¿s blood glucose level was not adversely affected and did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction code recurs.